Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states a dialysis catheter was placed using a left ij access. The tip of the catheter was positioned in the right atrium. The venatrac broke off about midway while retracting the venatrac from the catheter. The remaining piece was lodged in the catheter lumen. The catheter was removed and replaced. The pt was taken to CT and the scan confirmed the venatrac piece was fully removed with the catheter.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).